Event description:
Boston scientific received information that this left ventricular lead exhibited loss of capture at maximum outputs and a fracture was suspected. A procedure was performed to remove the lead and the fracture was confirmed. The lead was explanted and a new lead successfully implanted. No further adverse pt effects reported.

Manufacturer narrative:
The physician elected to cut the lead to remove it and it was disposed of at the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.